Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the specific age and gender of the patient were unknown, and the patient underwent surgery in the hospital on (B)(6) 2025 (the specific patient's diagnosis and name of surgery were unknown). The operator used the suture (vcp1772d) to perform the subcutaneous tissue suturing in the way of interrupted suturing. During the suturing, the needle broke (the specific length of broken end of needle was unknown) and the broken needle fell into the patient's body. The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle and found it. After removal, the integrity of needle was verified. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgical operation went smoothly. The event did not cause any harm to the patient other than prolonging the surgical time by approximately 30 minutes. No subsequent adverse events were reported. Was the needle piece(s) retrieved during the same procedure? During the suturing, the needle broke (the specific length of broken end of needle was unknown) and the broken needle fell into the patient's body. The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle and found it. After removal, the integrity of needle was verified. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgical operation went smoothly. Were x-rays taken to locate the needle piece(s)? The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle and found it. The following information was requested, but unavailable: what measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? What was the appearance of the needle during the removal? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a suture was used. The needle broke during operation. With the help of CT, the broken piece was found and retrieved from patient. The operation prolonged about 30 minutes. Now the patient status is normal. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigation summary ==> a failed suture needle, labeled as (B)(4)., was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on april 30, 2025. The component was identified as product code vcp1772d. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was vcp1772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4). Revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.